Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The e-200 was returned for failure analysis, and the reported failure was not confirmed or replicated. No error logs were found in system logs that would be related to the reported failure. A visual inspection found no issues that would be related to the reported event. The unit was integrated into a known-golden printed circuit assembly (pca) system and functioned as expected. It powered on without any issues, and the receptacle and neutral pad port light pipe lighting were confirmed to be within acceptable illumination. During system drive testing, all ports successfully delivered energy throughout cautery testing, with smoke generation and audible tone verified. The unit also completed fixture testing and passed. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer ended up switching to a backup e-200 and the surgeon felt that there was large improvement in tissue effect at the same wattage and bipolar mode. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The customer ended up switching to a backup e-200. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon felt like there was not getting enough consistent tissue effect from the bipolar instruments. The customer tried several different wattage and mode changes and ultimately ended up switching to a backup e-200 and the surgeon felt that there was large improvement in tissue effect at the same wattage and bipolar mode with the backup. The clinical sales representative (csr) will send back the originally installed esu via RMA for investigation. The issue caused a delay of more than 30 minutes and there is currently no report of patient harm, serious incident or injury.